Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use on a patient, of (B)(6) in height. The intra-aortic balloon pump (iabp) had helium loss alarm. The user performed some troubleshooting and input the signal with the monitor, but soon thereafter, helium loss alarm occurred again. As a result, the pump was replaced by a back-up one with no further helium loss alarm. Patient outcome reported as "good". There was no reported delay in therapy or patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "possible helium loss alarm" cannot be confirmed. The root cause of the complaint is undetermined. If additional information or the part becomes available for investigation on a later date, the complaint will be reopened for further investigation. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred during use on a patient, of (B)(6) in height. The intra-aortic balloon pump (iabp) had helium loss alarm. The user performed some troubleshooting and input the signal with the monitor, but soon thereafter, helium loss alarm occurred again. As a result, the pump was replaced by a back-up one with no further helium loss alarm. Patient outcome reported as "good". There was no reported delay in therapy or patient complications.